Event description:
Customer reported issues with the insulin pump. Customer states that the blood glucose reading is 11 mg/dl. Nothing further reported.

Manufacturer narrative:
The pump communicated properly with the test blood glucose meter. No remote frequency communication anomaly was noted. The pump had a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.